Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from the scs system. Reportedly, multiple reprogramming attempts were tried but could not cover the patient's pain area. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient underwent a drg trial to see if drg was able to cover the patient's pain. Additional surgical intervention may be pending.